Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The device was received with normal operating currents. No unexpected low battery alarm noted. The unit was received with vibrator rattling during self test due to vibrator adhesive not adhering, minor scratched display window, cracked display window corners, cracked reservoir tube and lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the battery life and keypad of the insulin pump. Customer stated that there was a crack in the reservoir compartment. Customer declined troubleshooting for damage and keypad anomaly. Insulin pump will need to be replaced. No additional information provided.